Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured while trying to deploy the stent. The balloon was removed from the pt's body without any complications or medical intervention. No pt effects were reported. No add'l event or pt info is available.